Event description:
Customer's relative sent a letter with a copy of the death certificate to request that the customer be removed from the mailing list as customer was now deceased. The relative wrote the death certificate indicated that death was due to cardiac arrest and several other conditions and was not pump related even though customer was wearing the pump at the time of death.